Event description:
Event description guidant received information that this at a routine pacemaker changeout procedure the atrial and ventricular leads were surgically abandoned due to being seperated at the clavicle and rib, resulting in a loss of capture.